Manufacturer narrative:
This event occurred in (B)(6). (B)(4). Medwatch facility name - the full facility name was provided as "(B)(6)". Medwatch phone number was provided as "(B)(6)". Medwatch fax number was provided as "(B)(6)".

Event description:
The customer stated that they had intermittent issues with questionable results for patient samples tested for ise indirect na for gen.2 (sodium) on a cobas 6000 c (501) module - c501. The issues started during the week of (B)(6) 2017. The customer exchanged the sodium electrode on the week of (B)(6) 2017. The customer stated that five samples had obvious false measurements. Of these 5, the customer provided data for two patient samples that had erroneous initial sodium results which were reported outside of the laboratory to the physician. There were no problems with any other tests. The first sample initially resulted as 182 mmol/l and repeated as 133 mmol/l. The second sample initially resulted as 158 mmol/l and repeated as 142 mmol/l. No adverse events were alleged to have occurred with the patients. The sodium electrode lot number and expiration date were asked for, but not provided. The field service engineer found that the wash tubing was defective and the amount of wash water was not enough. There was an issue with the wash vacuum as water was detected in the cuvettes. The engineer corrected the issue and all sodium values are well within range now. No more issues occurred after these service actions were performed. The high sodium values were caused by residues of sodium hydroxide cuvette detergent, due to insufficient washing. The issue was solved by the service actions.